Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: consideration on the cause that the materials remained in the device, we presume that reprocessing was not conducted properly due to leakage from biopsy channel and auxiliary water channel. Subsequently, the materials were not possibly eliminated. Leakage occurred from biopsy channel and auxiliary water channel. The event can be prevented by following the instructions for use: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; the air/water cylinder had no color, the suction cylinder had no color, the indication on the grip was unclear, the screw stopper was replaced for preventive maintenance, the water tightness was lost due to damage on the jet tube, the water tightness was lost due to damage on the channel tube, the insulation resistance value at the distal end did not meet the standard value due to burn on the plastic distal end cover, and the play of up/down knob was out of the standard value due to wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had sharp edged distal end bonding. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder had white foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.